Manufacturer narrative:
The device has been explanted and should b returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device was implanted on (B)(6) 2014, and a full insertion was reported at that time. However, a postoperative CT scan showed that 7 or 8 electrodes were extra-cochlear. During the revision surgery performed on (B)(6) 2014, it was reported that the electrode have come out of the cochlea and following repeated attempts it could not be re-inserted, so the device was explanted. The pt was re-implanted on (B)(6) 2014.